Event description:
It was reported that the user experienced intermittent communication failure between the dexcom g7 cgm and the ilet at a specific work location, while connections functioned at other locations; troubleshooting included bluetooth cycling, app mode toggling, sensor code re-entry, and reconnection steps, after which readings resumed on the pump, indicating a signal loss to the pump likely related to the antenna or electrical/magnetic environment. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the affected device component associated with the antenna and electrical/magnetic functions. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.